Manufacturer narrative:
The event date is estimated as the exact date when the pt was admitted was not reported. The event occurred at (B)(6). The pump was returned assembled with the percutaneous lead (lead) cut approximately 3" from the pump housing and the remainder of the lead was returned in one segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and outflow elbow were returned attached to their respective pump ports. The sealed outflow graft and sealed outflow graft bend relief were returned detached from the pump outlet port. The bend relief collar was returned attached to the outflow graft and bend relief hardware. Examination of the sealed inflow conduit and sealed outflow graft did not reveal any evidence of depositions or thrombus formations. Upon disassembly, visual examination of the returned pump did not reveal any anomalies or depositions on the smooth or textured blood-contacting surfaces. The pump's bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retried from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant, in (B)(6) 2013, the pt was re-admitted into the hosp for a driveline and pump pocket infection. On (B)(6) 2014, the pt was transplanted.